Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's slip joint 15mm got into the elbow of hygroback filter so deep that it was not been able to removed and did not disengage even though using working tool. The customer indicated no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. A visual inspection was performed, and it was observed all the components are assembled properly at the tube. A go-no-go test was performed on the connector according to process instruction, the connector of the sample was placed on the ring gage, then pressed with pull force with a force of 8lbs this test was performed placing the ring gage on the test connector fixture, and it was observed the sample is within approval range. No failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.